Manufacturer narrative:
Product has not been returned for evaluation.

Event description:
Allegedly, patient's ureter was perforated while surgeon was using our flexible video ureteroscope with suhurflex laser fiber llf273tg. Patient had 1-2 days extra stay in the hospital and was discharged.

Manufacturer narrative:
The scope was returned and evaluated. We found the shaft of scope was damaged thermally in several places. There was thermal damage in the working channel, on angle cover, and on vertebrae 13mm from the distal tip of scope. The scope is leaking. The working channel passage is partially blocked due to shaft overbend; over bend on proximal shaft is 60 mm from the shaft adapter. The root cause of damages to the endoscope is user error. We suspect the perforation of the ureter most likely is related to the user handing the scope or the laser.